Manufacturer narrative:
Bad (B)(6) 2016. Root cause: this power supply failure was caused by shorted components u8 and q15 on the digital logic board. Replacement of u8(lot code: (B)(4)) and q15 (lot code: 647) corrected the problem with this power supply with no other failures identified.

Event description:
The customer reported the device would not power on. No patient involvement reported.